Manufacturer narrative:
Liebel - flarsheim manufacturer report: mcmahon, suspension arm manufacturer, responded with a phone call in which it was stated that this arm was not shipped by the company to any customer. Mcmahon said that they only ship to lf and not to hospitals except for the 2002 recall. He also said that this number was not one of the recall arm sections sent by them. It is believed that this is a post recall vintage based on the sn. Mcmahon suggested that undall may very well supply other users with injector arms or arms used with shields or other uses. Mcmahon used to supply other injector distributors with arms but haven't for many years. Suspension system replaced and injector returned to full service by the customer.

Event description:
Lf field service engineer reports via fax indicating ceiling support failed causing injector to fall on floor. The metal shaft in the mcmahon horizontal arm tore where the j-bow connects. This caused the j-bow and the injector to fall. The operator and the patient were not injured, but both were in the room at the time.